Event description:
It was reported that the new implantable neurostimulator (ins) was faulty. Each time the lead was inserted and the setscrews were tightened, the lead was found to be loose. The lead could be pulled right out. Pt info could not be obtained. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).